Event description:
It was reported that the catheter became curly rendering it impossible to insert in the artery. During removal the seldinger turned itself and damaged the vessels. There were no reported pt complications.

Event description:
It was reported that the catheter became curly rendering it impossible to insert in the artery. During removal the seldinger turned itself and damaged the vessels. There were no reported pt complications.

Event description:
It was reported that the catheter became curly rendering it impossible to insert in the artery. During removal the seldinger turned itself and damaged the vessels. There were not rpeorted pt complications